Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test, and error test. No excessive no delivery alarms noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit alarm noted. Pump was received with cracked reservoir tube lip and minor scratches on display window noted. (B)(4).

Event description:
It was reported via phone by customer's mother that the customer has high blood glucose and pump alarmed no delivery. The customer's blood glucose was over 600mg/dl. The customer will discontinue use of the pump and revert to back up plan.